Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to wm # 2210968-2022-02904, wm # 2210968-2022-02905.

Event description:
It was reported that a patient underwent a cardiovascular bypass procedure on (B)(6)/2022 and suture was used. At the time of ligation of the femoral, the suture broke. The operation time was not extended. No adverse patient consequences were reported. Additional information was requested.